Event description:
Surgical dressing was applied after surgery when removed by patient five days later at home skin was red, peeling and site looked like a chemical burn had occurred. Surgical dressing that is put on patient after surgery and then replaced five days later. When removed the site looked like a chemical burn had occurred. Skin was excoriating looking with different layers peeling off. We had multiple patients that had this reaction. Did not realize multiple patients were involved until discussion with physician. All dressings were pulled from stock. Convatec was notified, rep has met with hospital and physician. Company can not come up with a reason for this occurring. We have used this product on hundreds of patients in the past with no problems. We have asked the company to test the product to see what is wrong with it. Dose or amount: dressing, frequency: day of, route: topical; 2nd dressing, 5 days, topical. Dates of use: (B)(6) 2017 to doctor visit. Diagnosis or reason for use: hip surgery; post hip surgery. Event reappeared after reintroduction: yes.